Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump alarmed motor error during a rewind attempt about 2 years prior. The customer stated that the insulin pump had been exposed to an x-ray machine and airport body scanner. The high blood glucose reading was 530 mg/dl. He complained of discomfort, fatigue and feeling as though he had acid reflux; he treated with a bolus. He declined to check for the presence of leaks or air bubbles and to check the settings. The low blood glucose reading was 169 mg/dl, which was treated with orange juice. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the displacement test. He noted that he would normally experience low blood glucose around 2 to 4 am, but he had it at 4 pm the other day; he advised that he was working with his doctor. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.